Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive and that a stuck button alarm (alarm 22) occurred. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that a temperature alarm occurred while the pump was charging. Customer¿s blood glucose ranged from 93 mg/dl to 111 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issues were verified. Based on the analysis, the alleged temperature alarm issue could not be verified.